Event description:
The customer reported an extended charge time and an unexpected shutdown during a pt event. The involved pt died, but the customer stated that the device behavior did not contribute to the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported an extended charge time and an unexpected shutdown during a pt event. The involved pt died, but the customer stated that the device behavior did not contribute to the pt's outcome. The date of death is unk at this time. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.